Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in-clinic. Upon interrogation, no capture was noted on the right atrial lead. Through fluoroscopy, dislodgement was discovered. The lead was explanted and replaced. The patient was fine through-out the procedure.